Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Npi 8015 error code 39-16-415. 8015 sn: (B)(4) customer wanted to know why his 8015 is coming up with this error. I explain to the customer that, this error is that you have to re-flash the 8015. The customer also wanted to know why the 8015 was telling him to flash back to lower level. I explain to the customer that he had to do the re flashing in sequence. I also explain to the customer that we do not support the version of software that he has. The customer said ok. I also give the customer the sale representative number for the upgrade process.